Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2012 and presented on (B)(6) 2018 with ectasia in both eyes (ou) that was discovered at a post treatment. It was stated that the patient experienced loss of best corrected visual acuity (bcva). The patient chief complaint was of experiencing irregular astigmatism. The patient reported the symptoms are significantly interfering with daily activities. Bcva from (B)(6) 2012: right eye pre-op 20/20 -2.00 x -2.00 x 5, left eye pre-op 20/20 -1.50 x -2.50 x 170. Bcva from (B)(6) 2018: right eye post-op 20/20 .75 x -3.00 x 42, left eye post-op 20/20 .50 x -1.50 x 131. Bcva from (B)(6) 2018: right eye post-op 20/25, left eye post-op 20/25.